Event description:
It was reported that after an open ventral hernia procedure involving a mesh that was not cut prior to implantation, a hernia recurrence occurred in the coelio. Visually, a small portion of the mesh was torn. The issue was addressed by partially explanting the device and using another mesh to resolve the problem.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d6a, d6b, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the image depicts the mesh, well incorporated into the abdominal wall. The textile knitting pattern matches with sym textile knitting pattern. A hole seems to be visible in the mesh. We cannot confirm the mesh and hole dimensions. It was reported that mesh was torn. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3 correction: d4 (unique identifier (UDI) #), d6a, d6b h3. Medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the image depicts the mesh, well incorporated into the abdominal wall. The textile knitting pattern matches with sym textile knitting pattern. A hole seems to be visible in the mesh. We cannot confirm the mesh and hole dimensions. The returned product noted that the sampler returned without their packaging and was placed in a separate jar. The bottles was placed in a biohazard bag. Due to the returned condition of the sample (jar with unknown liquid inside), they could not open the jar (chemical risk). It was reported that the mesh was torn. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.